Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 24cm trialysis catheter. The damage observed in the returned sample was characteristic of over-pressurization (ballooning) damage. This can occur through the use of small syringes, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was tested for leaks, but no leaks were observed. A gross visual inspection of the device found that a section of the extension tubing at the proximal end of the blue lumen had ballooned. This damage was typical of over-pressurization, and the characteristics observed which supported this type of failure included: ¿ tensile weakness at the fracture site (due to material ballooning). ¿ stretching of the tubing material. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported that part of the extension tube blue part side was soft and cracked, exposing blood. No other information was provided.